Event description:
It was reported the pt has two deep brain stimulation systems due to his tremor. One system was working without any problems; good therapy outcome. The pt received no benefit from the second system. The pt received intermittent stimulation / parasthesia. The pt had no symptom-control due to the stimulation. An in-depth analysis of the impedances conducted prior to surgery using the n'vision programmer did not reveal unusual impedances. During surgery, system impedance measurements were >2000 ohms for the following configuration (0-, 1+, 2v, 60us, 185hz). Another electrode-configuration was attempted without successfully symptom-control. The surgeon decided to replace the neurostimulator. Refer to medwatch report 2182207-2007-04489.

Manufacturer narrative:
Initial interrogation indicated that battery voltage was 3.75v. Upon receipt, the functional test found the measured parameters to correspond with the programmed settings as verified by interrogation. The device was considered functionally normal. Further analysis did not reveal any anomalies with the battery or hybrid circuit. All electrical connections were intact. Normal impedances were measured. The device output was stable. The serial number is included in the range for the class 2 soletra implantable neurostimulator recall regarding sudden cessation of therapy. (Dated 2008).